Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident in may, 1998. The pt returned on 8/24/98 with pain and vaginal discharge. The physician believes there is an infection present, however, results of the cultures have not been obtained. Both anchors are scheduled to be removed. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "infection is a potential complication of any surgical procedure...loss of fixation or pullout of bone anchors."